Manufacturer narrative:
(B)(4). The device was returned to the baxter product analysis lab (pal) for evaluation. Evaluation results indicate: the problem was not confirmed. The device was received and routed to service prior to pal being made aware of the complaint status. The device had passed the homechoice returned instrument test and evaluation (rite) functional test and electrical test. The device was determined to meet the performance specification. A review of the logs (event history review) revealed no failures, malfunctions or increased intra peritoneal volume (iipv) events. No failure or malfunction were identified that could have caused or contributed to the reported issue. The assignable cause of the problem is undetermined. The service history review indicated: the previous returns of the device were not for any issues related to the reported difficulty. The device history review indicates: the device displayed a failure of low battery message and check battery voltage reading failure. The machine was reworked and passed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter's global pharmacovigilance (gpv) received notification of an injury claim against baxter on behalf of a patient using a baxter homechoice peritoneal dialysis machine. The customer reportedly experienced complications and injuries from the device which included three surgeries, heart failure, scarring and severe emotional distress and depression. During a follow up call by baxter on 10/17/11, the facility nurse provided the following information: the patient has had multiple issues with his catheter which have necessitated surgery. The patient continues to experience ongoing issues with catheter placement, adhesions and fibrin. The fibrin issue is treated with heparin. The nurse indicated she has repeatedly advised the patient that the homechoice device is functioning as intended. The nurse indicated that the patient issues are not causally related to the baxter device or disposables. The patient is currently on service using a homechoice (hc) pro. The nurse confirmed that the patient had a standard homechoice in (B)(6) 2009 at the beginning of therapy and that it was swapped for the hc pro in 2011. Information received from gpv dated 10/21/11 indicates: the male patient reportedly experienced scarring (source unknown), severe emotional distress and depression. It is unknown what medical treatments, diagnostic tests or interventions were required. On (B)(6) 2009, the patient began peritoneal dialysis (pd) therapy using dianeal pd4 ambuflex nightly. On an unknown date in (B)(6) 2009, the patient experienced pd catheter draining difficulties. On (B)(6) 2009, pd therapy was placed on hold and hemodialysis was initiated. On (B)(6) 2009, the patient had laparoscopic surgery for revision of the pd catheter. On an unknown date in (B)(6) 2009 hemodialysis was discontinued and pd therapy was resumed. On an unknown date in 2010, the patient experienced pd catheter draining difficulties. On an unknown date in 2010, surgery was performed for revision of the pd catheter to resolve the draining difficulties. Pd therapy was discontinued and hemodialysis initiated for approximately 6 weeks then pd therapy was resumed. At the time of this report, the patient remains on pd therapy. The nurse denied knowledge of heart failure as a part of the patient's medical history. The nurse indicated the patient did not request assistance with the homechoice device, did not listen and was non-compliant. No further information is available.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.